Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a mildly tortuous section of the mid rca. After crossing the lesion, it was not possible to obtain any resistance from the inflation device when applying negative pressure to the stent balloon. It was noticed that the proximal end of the stent had flared. It was decided to inflate the balloon up to 20 atm as quick as possible at its current position. The stent was deployed successfully. After removing the balloon, two pinholes have been observed. One at proximal end of balloon and another mid-way the distal shaft.